Event description:
His is a spontaneous case report received from a nurse in united states on 14-jul-2015. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010 for contraception. The insertion procedure was performed by another health care provider in office who is no longer with practice. The nurse reported the patient was seen recently and was pregnant with essure in place. She did have hsg (hysterosalpingogram) confirmation test done but no result was provided. At time of the report, essure devices were continued. Ptc investigation result was received on 24-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 18-aug-2015: follow up information received from the nurse. Patient's data were updated, including her age, (B)(6). Her last menstrual period was on (B)(6) 2015 and her pregnancy history includes 3 pregnancies with 3 live births. Essure ess305 was inserted on (B)(6) 2010 (lot number 717632). Patient was almost 3 months of post-partum state at time of essure insertion (her last delivery was on (B)(6) 2010). No cervical dilation or sounding were performed and patient received 10ml 1% lidocaine as anesthesia. The insertion and visualization of the tubal ostium were easy. No fluid loss more than 1500cc and the insertion procedure took 12 minutes. The patient received depo provera as backup contraception until essure confirmation test. On (B)(6) 2010 hysterosalpingogram was performed and showed tubes blocked. The patient did urine pregnancy test which confirmed the pregnancy and on (B)(6) 2015 an ultrasound was performed in office and also confirmed the pregnancy with (B)(6) of gestation. The expected delivery date is (B)(6) 2016. No complications. No previous gynecological problems or procedures were documented. No relevant medical history or concurrent conditions. Essure was not removed and there were no plans for removing them. Ptc investigation result was received on 07-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: batch number 717632, production date: 2/2010, expiration date: 2/2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a lack of efficacy (pregnancy). Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. Three (3) additional ae case reports have been received to date in relation to batch number 717632 but none of these cases refer to a similar lack of efficacy event. No unusual pattern can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy event and a quality defect. Follow-up information received on 20-jun-2016: the questionnaire for pregnancy under essure was received. As of (B)(6) 2015, the patient was transferred to prenatal care. Weight of the patient was updated to (B)(6). Insertion was performed post-partum; delivery occurred on (B)(6) 2010 (previously reported as (B)(6) 2010). Her last menstrual period before essure insertion was on (B)(6) 2010. There were no abnormal uterine findings prior to insertion. The patient had plans to continue the pregnancy. It was unknown if essure was removed. Follow-up received on 21-nov-2016: the follow-up attempts have been completed, with no response to date. Follow up information received on 18-nov-2016 from health care professional (nurse): essure pregnancy questionnaire received. On (B)(6) 2010 essure model ess305 was inserted, lot number 717632, shortly after previous pregnancy (delivery date (B)(6) 2010). Number of trailing coils was reported as one. On (B)(6) 2010 hysterosalpingogram showed satisfactory location of coils and both fallopian tubes blocked. On (B)(6) 2015 blood and urine pregnancy test were positive. On the same day, ultrasound showed (B)(6) of gestational age. On (B)(6) 2016, with gestational age of (B)(6), patient delivered the baby. There were no complications with the patient or the baby during labor/ delivery or after. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and more than 4 years later got pregnant with essure. Upon follow-up it was reported that she had a delivery at (B)(6). There were no complications with the patient or the baby during labor/ delivery or after. These events were considered serious due to medical significance. Pregnancy is an anticipated event in the reference safety information for essure; premature delivery is unanticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure in place. In the present case a hysterosalpingogram confirmation test was done and confirmed tubal occlusion. Considering that the pregnancy occurred more than 4 years after essure insertion, a contraceptive failure cannot be excluded. No complications of pregnancy related to essure were reported however the patient had a delivery at (B)(6). The exact reason for this premature delivery was not specified. Given the advanced gestational age, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus considered as related to the suspect insert. The case was upgraded to incident due to premature delivery reported upon follow-up. Based on the available information (including batch review), there is no relationship between the reported lack of efficacy event and a quality defect. Further information (reason for premature delivery) has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 717632 manufacturing date: 2010/02 expiration date: 2013/02. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and more than 4 years later got pregnant with essure. Upon follow-up it was reported that she had a delivery at (B)(6). There were no complications with the patient or the baby during labor/ delivery or after. These events were considered serious due to medical significance. Pregnancy is an anticipated event in the reference safety information for essure; premature delivery is unanticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure in place. In the present case a hysterosalpingogram confirmation test was done and confirmed tubal occlusion. Considering that the pregnancy occurred more than 4 years after essure insertion, a contraceptive failure cannot be excluded. No complications of pregnancy related to essure were reported however the patient had a delivery at (B)(6). The exact reason for this premature delivery was not specified. Given the advanced gestational age, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus considered as related to the suspect insert. The case was upgraded to incident due to premature delivery reported upon follow-up. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 21-dec-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and more than 4 years later got pregnant with essure. Upon follow-up it was reported that she had a delivery at (B)(6). There were no complications with the patient or the baby during labor/ delivery or after. These events were considered serious due to medical significance. Pregnancy is an anticipated event in the reference safety information for essure; premature delivery is unanticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure in place. In the present case a hysterosalpingogram confirmation test was done and confirmed tubal occlusion. Considering that the pregnancy occurred more than 4 years after essure insertion, a contraceptive failure cannot be excluded. No complications of pregnancy related to essure were reported however the patient had a delivery at (B)(6). The exact reason for this premature delivery was not specified. Given the advanced gestational age, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus considered as related to the suspect insert. The case was upgraded to incident due to premature delivery reported upon follow-up. Based on the available information (including batch review), there is no relationship between the reported lack of efficacy event and a quality defect. No further information is expected.